Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had emitted a call service alarm that was unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed several call service alarms with high force triggered by occlusion during the prime step. No call service alarms or warnings occurred during the investigation. Unrelated to the complaint, the display was found to be dim and discolored. The pump was opened and no intermittent condition was found to the motor assembly. The pump was found to perform within specifications. The call service issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.